Event description:
Customer called to report the pump's driver arm was floppy. Also stated the unit was not priming. Device was not dropped, bumped, or exposed to moisture. Customer was in the car and did not want to perform any troubleshooting.